Manufacturer narrative:
Main investigation conclusion: the report of suspected thrombus could not be confirmed as there is no product available for investigation; however, review of the submitted log file confirmed power elevations. A specific cause for the power elevations and suspected thrombus could not be conclusively determined through this evaluation, and a direct correlation with heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established. A review of the submitted log file from (B)(6) 2021 found that the pump maintained a stable speed above the low speed limit without issue. Transient power/estimated flow elevations were captured on (B)(6) 2021. The elevation on (B)(6) 2021 was captured during a pulsatility index (pi) event, while the elevations on (B)(6) 2021 were captured during power source exchanges. The system appeared to be operating as intended, and there were no notable alarms active in the log file. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate ii lvas instructions for use (IFU) lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii lvas. In addition, the IFU outlines indications of pump thrombosis as well as how to respond to such events. The IFU also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. The IFU outlines all pump parameters and explains that power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists device thrombosis as an adverse event that may be associated with the use of heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. This section (under "anticoagulation") also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. The IFU provides an explanation of each of the pump parameters, including pump power and flow, in sections 1 and 4 "system monitor". Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Section 4 cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 6 (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 13oct2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information revealed the patient passed away on 14mar2021 due to pump hemolysis.

Manufacturer narrative:
This MDR is part of abbott's patient outcome update project. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
This MDR is part of abbott's patient outcome update project. Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed as there is no product available for investigation. Review of the submitted log file confirmed power elevations; however, a specific cause for the power elevations, suspected thrombus, or hemolysis could not be conclusively determined through this evaluation, and a direct correlation with heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established. The patient ultimately expired on (B)(6) 2021, reportedly due to hemolysis. A review of the submitted log file from (B)(6) 2021 through (B)(6) 2021 found transient power/estimated flow elevations on (B)(6) 2021. The elevation on (B)(6) 2021 was captured during a pulsatility index (pi) event, while the elevations on (B)(6) 2021 were captured during power source exchanges. The system appeared to be operating as intended at the fixed speed, and there were no notable alarms active in the log file. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. (B)(6) was not returned for evaluation. The heartmate ii lvas instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists device thrombosis and hemolysis as adverse events that may be associated with the use of heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. This section (under "anticoagulation") also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. The IFU provides an explanation of each of the pump parameters, including pump power and flow, in sections 1 and 4 "system monitor". Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Section 4 cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 6 (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 13oct2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was concern for active clotting in heartmate ii. Log files were reviewed which revealed elevated flows that are well above the normal parameters. This could be caused by something building up on the rotor of the pump.